Event description:
Event description boston scientific received information that this coronary sinus lead exhibited a marked increase in pacing impedance, up from about 600 ohms to >2000 ohms currently. A boston scientific technical services consultant discussed troubleshooting, such as running a realtime left ventricular (lv) electrogram to look for noise or trying arm maneuvers or pocket manipulation to evoke noise. The clinician requested information on turing off the lv lead and reported that the impedances when measured tip-to-coil and tip-to-ring were >2000 ohms while impedance measured ring-to-coil was normal. An lv lead tip issue was suspected. The lv lead was programmed ring-to-coil. No lead revision was planned. It was later reported that the lead continued to produce impedance measurements of >2000 ohms. The lead was programmed off.